Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of capture was observed on the atrial lead of an asymptomatic patient. Low sensing values and high impedance were noted as well. The lead was successfully revised on (B)(6) 2015.